Event description:
The hosp reported the pt underwent a procedure for rectal bleeding. Upon awakening from sedatation, the pt complained of abdominal pain. X-rays of the pt's abdomen revealed free air. The pt was air lifted to another hosp where part of the bowel was removed and a stoma performed. The pt expired two weeks later.